Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(6) had a lvp8100 failed pressure calibration. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: (B)(6) did not have the pump with him to troubleshoot the problem at the time. I told henry about the number of uses on 8100-pcs is only 20 times. He was not sure how many times the set have been used. Henry will replace pressure calibration set (8100-pcs) first. If it was not the set issue, henry will check pressure sensors and replace them as needed. If henry still have any issue, he will call back.